Event description:
It was reported that the customer's personal profile has been deleted. Reportedly, the customer had been welding and inquired if the two were related. During troubleshooting with tandem technician support, review of pump data indicated a pump shutdown/reset had occurred due to low battery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.